Event description:
According to the available information, a 70-year-old patient, with erectile dysfunction of unidentified cause, received an inflatable penile implant in (B)(6) 2013. He went to the doctor on an unspecified date and reported that the prosthesis stopped inflating. The doctor verified the loss of functionality of the prosthesis through clinical examinations and opted for revision surgery on (B)(6) 2024 when all components of the prosthesis were replaced. The doctor reported a loss of axial rigidity in the cylinders. However, without indication of probable cause and defects presented. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, a 70-year-old patient, with erectile dysfunction of unidentified cause, received an inflatable penile implant in (B)(6) 2013. He went to the doctor on an unspecified date and reported that the prosthesis stopped inflating. The doctor verified the loss of functionality of the prosthesis through clinical examinations and opted for revision surgery on (B)(6) 2024 when all components of the prosthesis were replaced. The doctor reported a loss of axial rigidity in the cylinders. However, without indication of probable cause and defects presented. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. The surfaces of the detachment site of the longer exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. While no functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the exhaust tube detachment end between the pump and cylinder 2 revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the exhaust tubing of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. The surfaces of the detachment site of the longer exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. While no functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the exhaust tube detachment end between the pump and cylinder 2 revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the exhaust tubing of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Corrected date for g3 and d9 (part 2).

Event description:
According to the available information, a 70-year-old patient, with erectile dysfunction of unidentified cause, received an inflatable penile implant in (B)(6) 2013. He went to the doctor on an unspecified date and reported that the prosthesis stopped inflating. The doctor verified the loss of functionality of the prosthesis through clinical examinations and opted for revision surgery on (B)(6) 2024 when all components of the prosthesis were replaced. The doctor reported a loss of axial rigidity in the cylinders. However, without indication of probable cause and defects presented. The patient is currently doing well and has had his erectile function restored.